Manufacturer narrative:
Manufacturing site: (B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. There is one similar event (MFR report #: 3003775027-2019-00203) reported from this lot. The similar event was likely attributed to anatomy and manipulation technique. Therefore, it was concluded there was no indication of product deficiency. Based on the provided information and referring to known similar events, it was presumed that tensile stress generated with catheter removal had most likely contributed to the reported tip separation. The tensile stress would exceed the product design limit when the tip movement was restricted possibly by calcified segment of the target lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
Uf report #: (B)(4) was received. It was reported that the tip of caravel microcatheter broke off into the patient's rca and eventually drifted into a side branch leading to minimal concern.